Manufacturer narrative:
Evaluation of the returned ruby coil revealed that the ddt was fractured off the distal polymer of the pusher assembly, and the embolization coil was detached. If the ruby coil is forcefully manipulated against resistance, damage such as this may occur. The ovalization in the returned lantern likely contributed to the resistance during the procedure. Further evaluation revealed kinks and bent throughout the length of the pusher assembly. This damage was incidental to the reported complaint and likely occurred due to the forceful manipulation against resistance. Evaluation of the returned lantern confirmed that the catheter was ovalized and revealed that the ruby coils embolization coil was inside the ovalized location. The patient tortuous anatomy may have contributed to the ovalization. This damage likely contributed to the reported resistance during the procedure. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01592 h3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-01592.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils, a lantern delivery microcatheter (lantern), a non-penumbra stent, a non-penumbra catheter, and a guidewire. It was noted that the patient anatomy was tortuous. During the procedure, the physician placed a stent in the target vessel. The physician then placed the microcatheter through the stent and when advancing a ruby coil as the first coil, the physician experienced resistance in the distal end of the lantern. Therefore, the physician decided to remove the ruby coil and lantern. However, while retracting, it was noticed that the ruby coil had unintentionally detached inside the lantern. Subsequently, upon removal, it was noted that the lantern was ovalized approximately two centimeters from the distal tip. The procedure was completed using six new ruby coils and a new lantern. There was no report of an adverse effect to the patient.